Event description:
Report received from (B)(6) stating that the device does not function. Device was not being used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The reported problem of "does not function" could not be confirmed. The device met all manufacturing specifications. If additional information become available, a supplemental report will be sent. (B)(4).